Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found salt crystals around the cuvettes and water bath. A rinse nozzle was also obstructed. The engineer fixed the issues. Calibration and controls passed. Precision studies were performed and passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 module analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 11.95 % and repeated as 7.44 %. The sample was then repeated five more times as part of a precision study, resulting in the following values: 7.44 %, 7.94 %, 7.45 %, 7.27 %, and 7.44 %. The hba1c reagent lot number was 53766801, with an expiration date of 30-jun-2022.